Manufacturer narrative:
Unit received with unexpected battery power loss and had low active current, problem isolated to pcb 1.

Event description:
The customer reported via phone call that they had couple of problems with insulin pump. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin did not working, they put a new battery and after few hours got replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer despite changing the battery with a new one, insulin pump still shows blank screen. Customer was not willing to go further with any troubleshooting procedures. The device will be returned for analysis.